Event description:
It was reported to philips that the system was unable to perform fluoroscopy.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during non-emergency procedure. The procedure was completed by moving the patient to another system. The field service engineer (fse) visited onsite and confirmed that the system was unable to perform fluoroscopy that c-arm unable to perform geometry movements. Review of the logfile shows system unable to perform fluoroscopy. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that tube arcing related to current as the root cause. To resolve the issue, the fse inspected the tube sticks, cleaned them, and performed generator calibrations. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.